Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported he was unable to duplicate the reported problem and did not see the reported occurrence noted in the device event log. The biomedical engineer reported the data acquisition pcb board was replaced to address the reported problem.